Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during manufacturing. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A patient's family member reported having to disconnect from the cycler and go to the hospital as the patient had peritonitis. Follow up with peritoneal dialysis registered nurse (pdrn), who reported the patient was admitted on (B)(6) 2015 due to an episode of enterobacter cloacae peritonitis. Per the pdrn the patient did practice aseptic technique during treatment, and it was unknown how the infection may have occurred. There were no reported fluid leaks during treatment prior to infection. Pdrn stated as of (B)(6) 2015 the patient was currently still hospitalized and has been able to continue completing peritoneal dialysis treatments while hospitalized. Medical records were requested.